Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 04/28/2010, 04/29/2010, and 05/12/2010 by phone, fax, and mail. Additional info was obtained by phone. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "did not get the decrease in iop that the pt needed" (no code available). Product problem(s): "did not get the decrease in iop that the pt needed" (device operates differently than expected [shunt]). A consumer reported that a shunt was explanted two months following implantation in his eye. In a follow-up, the implanting surgeon reported that the shunt was removed and the procedure was converted to a traditional trabeculectomy. He reported that there was no indication of a problem with the shunt, they simply did not get the decrease in iop that the pt needed. The pt was referred to another surgeon due to the pt's relocation. He stated that the pt's iop is well controlled now and vision is fine. Additional info has been requested from the current surgeon.